Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during basal deliveries. A new cartridge was successfully loaded to address the event. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 27mg/dl. Reportedly customer took too much correction via manual injection. Customer required assistance from partner to treat bg via a glucagon shot. System check with tandem technical support confirmed the pump was functioning as intended. The customer was instructed to consult with healthcare provider regarding bg level.